Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began treatment with injection of vancomycin 1 gram, stat dose intraperitoneally, injection of amikacin 500 milligram, stat dose and 100 mg, once daily (duration not reported), injection of ecomer 1 gram, (frequency and duration not reported) and reflin 1 gram once daily (route and duration not reported). The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. At the time of this report, it is unknown if the patient recovered from this peritonitis event. No additional information is available. This is report 3 of 3 involved in this event.